Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent a previous revision wherein a lead was added. After the revision, the patient developed a sharp pain, had hematoma and lost all sensation from the waist down. The patient was brought right back to a hospital wherein the physician explanted the newly added lead. The physician believed the patient¿s loss of sensation and hematoma were complications of the procedure. Monitoring was done in the hospital. The patient regained his sensation and was reportedly doing well.